Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Both front wheels bows inward. The right side is bowed in more than the left.